Event description:
Found foreign object floating in a 1-gallon jug of dialysis bicarbonate concentrate. Poured out contents of jug. Foreign object found to be an insect. When the foreign object was first observed, the jug was still sealed from the manufacturer. Jug was emptied to remove it from inventory and avoid any potential that product might be used.